Manufacturer narrative:
Siemens filed the initial MDR on 12-mar-2019. Addition information (13-may-2019): a product performance issue was not identified. The contamination of the water was identified as the potential cause of the non-reproducible results. The customer has not reported any further concerns since service. Customer is operational. The system is performing within manufacturing specifications. No further evaluation of the device is required. MDR 2247117-2019-00014_s1 was also filed for the same event.

Manufacturer narrative:
Siemens headquarter support center (hsc) reviewed the customer data. A customer service engineer (cse) was dispatched to the customer site. A total service was performed along with the decontamination of the immulite 2000 xpi instrument. A precision run was carried out using a negative hcg sample in replicates of 10 and the results were within acceptable specifications. The cause for the discordant falsely elevated hcg result on the one patient sample is unknown. The system is performing within manufacturing specifications. No further evaluation of the device is required. MDR 2247117-2019-00014 was also filed for the same event.

Event description:
A discordant falsely elevated human chorionic gonadotropin (hcg) result was obtained on one patient sample on an immulite 2000 xpi instrument. The discordant result for the patient was reported to the physician(s) and questioned. The same sample was repeated on another day on the same immulite 2000 xpi instrument and the result was lower and as expected. The repeated result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hcg result.